Manufacturer narrative:
Additional information: g3, h3, h6 correction: d8, e3, e4 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The unit was powered on, passed post, and system failure code 907 was observed. The unit was disassembled and inspected. When the coin battery was removed from its retainer, one of the component contact solder joints has detached from the main board, resulting in an incomplete battery circuit which will cause the unit to trigger 907 code. It was reported that the device displayed an error code 907 and the alarm of the device failed when the malfunction occurred. The reported issue was confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported condition: damaged corners, coin battery retainer, front and rear housings, and missing mini-usb port on main board. The issues were resolved by replacing the defective parts. The most likely cause for this additional conditions is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device displayed an error code 907. The alarm of the device failed when the malfunction occurred. It did not beep when the error code came up. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.